Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode while he was napping. Pt became disoriented and his wife contacted paramedics. Paramedics administered oxygen, an IV and measured pt's bg at 31 while his cgm was reading 83 mg/dl. At the time of his call to dexcom technical support, pt reports he was feeling great.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.